Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor generated intermittent "check probe" error messages. The red level sensor would work as expected on one system and the yellow level sensor would give a "check probe" message. The user tried the level sensors on another system 1. As a result, the red level sensor would give errors. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.